Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the screen is half peeled off, randomly turned off, the battery cap still doesn't connect well after replacement, home button gets stuck. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed the self-test unit pass the sleep current measurement and active current. No unexpected blank display anomalies noted. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected blank display anomalies noted. Unit download properly all files using thus software. However, keypad unresponsive due to corrode keypad traces. Unit tested with reference test casing and keypad was able to respond properly. Unit received with cracked battery tube threads, fading serial number label, and missing display window cover. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unresponsive keypad was confirmed due to corroded traces. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. No blank display anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.